Manufacturer narrative:
Final analysis found that the high current drain was due to a leaky capacitor. When the capacitor was lifted from the circuit, the battery current returned to normal. With a new capacitor installed, normal device function ensued.

Event description:
It was reported that the pulse generator exhibited a high current drain of 92 ua. The device was explanted and replaced.